Manufacturer narrative:
The reported failure of the trilogy 100 ventilator machine flow sensor and sensor printed circuit board is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a patient experienced an interruption in therapy while using a trilogy evo device as it was reported to stop operating. The patient experienced a temporary interruption in therapy, and a backup device was required to continue treatment. No patient harm or injury were reported. The trilogy evo device was evaluated at the customer site. During the evaluation, it was noted that there was a significant amount of dust that had accumulated in the machine flow sensor. It was also determined that the particulate filter, which should be included in the device package, was not provided with the device. The home healthcare provider assumed that the filter was not required for home use and continued to use the device without it. As a result, environmental dust accumulated in the machine flow sensor over time, causing failed operation of the sensor. The machine flow sensor was replaced to address the issue. The device was tested and proper operation was confirmed.